Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was moving around the pocket site which caused pain. The patient was prescribed with voltaren gel to rub over the site.